Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced hazy vision at a distance, eye do not work together. Yag laser was performed but vision has not improved. Difficult to see to drive to see signs, driving at night is very difficult and there are shadows. The near vision was clear ad patient sent to retina specialist there were no signs of bleeding and retina is clear. Patient is unhappy with lens. Additional information was requested and received stating eyes are now burning too, both eyes feel sore and instructed to see a doctor or see a second opinion since this is not a normal symptom to feel and the last time she has seen her doctor was 2 weeks ago. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in b.5. Corrected information was provided in h.6. In initial report the code was missed to submit 2146. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating patient not able to see past 23 feet, very depressed, doesn't feel safe. States was able to see better prior to surgery.